Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of broken connector (ventricular) and additionally noted that both display wires were pinched but the insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator had broken connectors and that it was being returned for its test and calibration procedure. The generator was returned for service. There was no patient involvement.